Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor pads were not sticking to the reservoir. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, the device did not work properly until the perfusionist solved the problem by using a new box of level sensor pads. Also, the end user disposed of the suspect level sensor pads.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed via photographs of the level sensor pads that were used. However, none of the pads were returned therefore further evaluation could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.